Event description:
It was reported by the customer that a pyxis medstation es system had fridge lock failure. The customer stated that there was a no delay in dispensing medication since medications were accessed from other stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined fridge lock failure. A field service engineer replaced the printed circuit board (pcba), latch, and wire harness to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.